Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer may continue to use the pump and was advised to call back if the malfunction code appears again.